Manufacturer narrative:
The product investigation concluded that the system air leak test and the valve actuation test failed. The failure was caused by the airbag leak. The resolution was to replace the cassette pump plate. The system air leak test and the valve actuation test then passed after replacing cassette pump plate. There was visual evidence of dried fluid in the cassette compartment. The clinical investigation concluded that the reported peritonitis predated the pt's report of alarms and air in the cassette. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between 03/21/2011 to 03/11/2013.

Event description:
Pt called tech support due to having m31 air detected in cassette alarms during drain 0. At this time pt indicated that she is being treated for an infection and has fibrin.